Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had an extreme shift proximally. The physician retrieved the closure device with the use of a non-bsc percutaneous grasping device and a second 27mm closure device (lot 32718863) was prepped and successfully implanted. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a watchman (flx) implant was returned with blood and tissue on the device. The watchman delivery system was not returned. The implant was visually and microscopically examined. Visual inspection found the implant frame to be damaged. Inspection under the microscope revealed a tear in the fabric, and one of the struts was fractured. There was no evidence of any product quality deficiencies, therefore is was considered likely that the fabric and frame damage was attributable to procedural factors. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had an extreme shift proximally. The physician retrieved the closure device with the use of a non-bsc percutaneous grasping device and a second 27mm closure device (lot 32718863) was prepped and successfully implanted. There were no patient complications reported.